Manufacturer narrative:
(B)(4). This report of a use error failed to follow therapy steps was confirmed and the as determined problem code is for a use error - reuse of single- use product. A cause as to why the patient didn't follow proper steps could not be determined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a reload the set 157 that appeared on the homechoice (hc) display during self testing. The home patient (hp) was not connected. The hp stated that he had restarted setup with same cassette. The technical service representative (tsr) had the hp use a new cassette and restart self testing. The hc went to connect bags prompt. The tsr explained the alarm and assisted the hp to restart setup. There was patient involvement but no patient injury or medical intervention was reported.